Event description:
It was reported that the user contacted support during a routine infusion set and supply change due to low remaining insulin, received step-by-step guidance, and insulin delivery was resumed; blood glucose was elevated after breakfast to 266 mg/dl, and the event was logged as hyperglycemia with cause unclear, with no alerts or alarms and no medical intervention. Symptoms included transient hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no long-term health impact and no interruption to therapy after guidance. Investigation included troubleshooting and user education with confirmation of resumed insulin delivery and no device alarms. Investigation of this case revealed no device malfunction or component failure and no use-related error identified, with the contact detach 6 mm, 23 in infusion set functioning after reinitiation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.